Event description:
It was reported: the event occurred at a teaching facility. There was a resident that was helping the surgeon with the case. The plate was placed in position where he wanted it to sit. Placed a k-wire in the plate to hold position. The first hole we where drilling was the oblong hole on the shaft. Guide fit fine on the drill no problem. Now the resident was the one who was drilling but the doctor was scrubbed in making sure he was lined up properly before allowing him to drill. We heard a funny nose he had resident stop. Then took the drill and guide out of his hand and then noticed it was stuck together. The t8 broke while trying to get a 2.7mm variable locking screw to sit flush on the plate. It was sticking out of the plate a little so just trying to tighten it.

Manufacturer narrative:
T8 stick fit hexalobe driver assessment: the distal end of the driver was not returned, so a full analysis of the failure cannot be determined. There were no observations noted around the fracture location that would indicate a discrepancy in the part prior to use. No defintive conclusion can be made. Related reports: 3025141-2026-00210, 3025141-2026-00211.